Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 1600 mg/dl. The customer's other blood glucose was 600 mg/dl. The customer was treated with manual injection. The customer also reported that insulin pump was not alarming for insulin blockage. The customer also stated that they were hospitalized because the pump was not working properly. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.